Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels and wanted to verify that the insulin pump was functioning properly. Blood glucose level at the time of the incident was 400 mg/dl and treated with insulin pump. Blood glucose level at the time of the call was 250 mg/dl earlier that day it 478 mg/dl. Customer alleged the device had delivery anomaly due to high readings. During troubleshooting, the infusion set had a bent cannula when removed. The insulin pump was not replaced or returned for analysis.